Event description:
It was reported, that the bolus port was inoperable, due to a broken pin stuck inside. Per reporter, this occurred, during testing. There was no patient involvement. Analysis of the device found a peeling downstream occlusion (dso) seal.

Manufacturer narrative:
One pump was returned for analysis in used condition. Service history review identified, that the device was last serviced on 19-sep-2023, for an issue related to "downstream occlusion". Visual inspection, found the downstream occlusion (dso) seal was peeling, the lemo connector was damaged and the upstream occlusion (uso) seal was worn. Functional testing was able to duplicate the customer reported issue. The lemo connector, uso seal and dso seal were all replaced.